Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube damage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to tube damage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during r&d testing at bd, a glass tube was found to be broken upon receipt with a bd seditainer¿ 0.105m 1.25ml buffered sodium citrate blood collection tubes. The following information was provided by the initial reporter: during r&d testing in, we observed a glass tube that was received as cracked/broken at the tube top (underneath the hemogard¿ closure).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during r&d testing at bd, a glass tube was found to be broken upon receipt with a bd seditainer¿ 0.105 m 1.25 ml buffered sodium citrate blood collection tubes. The following information was provided by the initial reporter: during r&d testing in, we observed a glass tube that was received as cracked/broken at the tube top (underneath the hemogard¿ closure).